Event description:
Report received of an under-delivery of normal saline. The normal saline was reported to be infusing at 100ml/hour. After infusing for 5 hours, the staff noted that there was more fluid remaining in the bag than they expected. The volume of fluid remaining in the bag was not specified. There was no reported adverse effect to the patient. It was reported that the tubing was readjusted in the pump, and therapy was continued using the same pump though requested, there was no additional information available.